Manufacturer narrative:
(B)(4). Concomitant medical products - unk mallory stem, unk depuy polydial cup, unk depuy liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a closed reduction due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. 2 x-ray images were provided and review stated that there was dislocation of the femoral component lateral and superior to the acetabular cup. Possible increased anterior tilting of the acetabular cup was noted. However, the exact orientation of the acetabular cup could not be determined. No other anomalies were observed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.